Manufacturer narrative:
E1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade 3.

Event description:
Patient reported, left side "pain and hardening in the breasts". Device remains implanted. Later, capsular contracture, baker grade 3 was reported.